Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, occlusion (pt: vascular occlusion), was deemed to meet the serious injury criteria of required intervention to preclude permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us health care professional and concerns a male patient. He was injected with radiesse®, into nasolabial folds. After the treatment with radiesse®, the patient experienced an occlusion, on a nasolabial fold (reported as nlf). The outcome of the event was unknown. Follow-up information was received on (B)(6) -2021: this case was upgraded to serious. The occlusion was considered as serious, as treatment was necessary to prevent permanent damage. The outcome of the event was left unchanged.